Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: leaking of c61 at the neck, cannot be primed. Could you please confirm the specific location of the leak. Is it between the spike and tubing joint? Is it where the connection stick is bonded onto the IV set? For the 3 questions above, the leakage happened at the spike area. Was there any patient or user harm? No user harm recorded. Was the user wearing proper protective gear? Yes, user was wearing ppe when handling.